Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and has changed the sites for the past two days. The customer stated that the endocrinologist wanted the insulin pump be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.